Manufacturer narrative:
Concomitant medical products: dtba2d1, crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to high rate non-sustained episodes and sensing integrity counter (sic). The rv lead remains in the patient. No patient complications have been reported as a result ofthis event.